Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose level was 38 mg/dl, 78 mg/dl treated with drinking sprite, crackers and peanut butter. Customer stated that the blood was visible on the sensor connector. Customer would like to continue troubleshooting for site issue. Customer keeps getting calibration not accepted messages. It was unknown that the customer was used auto mode at the time of high blood glucose or not. The insulin pump will not be returned for analysis.